Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated upon removal of the sensor, the sensor was detached, and she was concerned that the sensor wire was still in the patient¿s abdomen. She called the pediatrician and was advised to seek medical attention. The patient¿s mother took the patient to the hospital and was seen by the doctor. The doctor numbed the area where the sensor was inserted with lidocaine and before making an incision, he indicated that the sensor wire began to protrude from the patient¿s abdomen and the doctor was able to remove the wire with medical tweezers. At the time of contact, the patient was feeling better. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.